Event description:
It was reported that a spectrum iq pump turned off halfway through infusion and would not turn back on. This occurred during delivery. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, 'had an issue: pump turned off halfway through infusion' was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the 30 pin flex cable was not properly inserted into the input/output board. The 30 pin flex cable requires reinstalling/ connecting to address this issue. Should additional relevant information become available, a supplemental report will be submitted.